Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she has been experiencing blood glucose readings exceeding 300 mg/dl, and her current blood glucose at the time of call was 491 mg/dl, which the patient treated with the pump. The customer stated that she felt thirsty, foggy, and uncomfortable in her chest area due to the high blood glucose. The customer mentioned that the hyperglycemic episodes began three days ago after an infusion set change. Troubleshooting was initiated to inspect the pump and its corresponding components for damage and functionality. A high pressure test was performed and the pump alarmed with no delivery; the customer confirmed that there were large bubbles in her tubing. The customer was advised to change her entire infusion set, reservoir, and insulin, and treat per health care provider's instructions. She was also urged to follow up with her health care provider concerning her unexplained high blood glucose. No products were returned and a replacement infusion set ...